Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was experiencing pain at the ins implant site. Patient visited her doctor and the medtronic representative regarding the pain in her buttock area. She was reprogrammed successfully but the pain continued. Patient had expressed the desire to have the system removed. Additional information received reported the device system was removed on (B)(6) 2010. Patient died of pneumonia after removal of her scs battery. No date of death or if it was related to the explant surgery was provided. Additional information has been requested and if received, a follow up report will be sent.